Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the arcing occurred in a liver procedure. The instrument sparked because it was continued to be used without cleaning the burnt residue inside the jaw. The customer did not know where the arc ground. There was a burnt damage at the plastic part of the instrument. The customer did not know what surgical task was being performed when the arcing event occurred. The customer was using the external ft10 generator, but did not know what setting was used. When the arcing event occurred, the tips were in contact with tissue. There was no injury to the patient and the patient has not returned back to the hospital due to the issue. The instrument was connected properly, and the instrument tips did not collide with any other instrument or tool during the procedure. The tips did not touch any staple, clips, or sutures while energized. The jaws were immersed in liquid or contaminated by carbonized tissue prior to activating the instrument. There are no video recordings of the procedure.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the maryland bipolar forceps instrument sparked and was burnt. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive maryland bipolar forceps instrument to perform failure analysis. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.